Event description:
It was reported that the charge of the device lasted just half a day, 12 hours approximately. It was noted that the device was checked and performed all required measurements. The impedance was out of range, low value of 112 ohms in some poles. Therapy was effective for the dystonia patient. Stimulation parameters were changed. Once parameters were changed stimulation was effective again but impedance values had improved and the patient returned home. In order to maintain therapy, the patient had to charge the device several times throughout the day. It was decided to replace the generator. Therapy was working very well and the patient had to charge only every 15 days. There was no harm, injury or death. Patient outcome was the patient was happy with the therapy. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that diagnostic testing included impedance measurements, system impedance, recharger function, and r eprogramming. It was found that the ins was not charging properly.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the battery had reduced capacity due to overdischarge.